Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that they had high impedance when checking an implantable neurostimulator (ins) that was at normal end of life (eol). The rep noted that the issue was resolved when they replaced the ins. No patient symptoms or further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the reason for the high impedances were not determined. No further information reported.